Event description:
It was reported that during a thoracoscopy procedure, the second firing of the 6tb45 was incomplete, with the cartridge coming out of the jaws. Surgery was completed with new stapler without incident. There was no reported pt consequence.